Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, incarcerated hernia, infected abdominal wall, abscess, mrsa infection, multiple small and large bowel adhesions, purulence, pus, foreign body reaction, fistulas, abdominal wall protuberance and multiple scar tissues on the abdominal wall, and small enterotomy. Post-operative treatment included recurrent ventral hernia mesh that was too large to do the component separation, repair was performed with new mesh and only a part of the hernia sac could be closed primarily. Treatment also included recurrent hernia repaired with sutures, debridement, drainage of abscess, PICC line placement, release of adhesions, exploratory laparotomy, removal of two pieces of infected mesh, pus aspiration, repair of small bowel enterotomy, and pus aspiration.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, infected abdominal wall mesh, abscess, mrsa infection, adhesions, purulence, fistulas, abdominal wall protuberance and multiple scar tissues on the abdominal wall, and small enterotomy. Post-operative treatment included recurrent hernia repaired with sutures, release of adhesions, exploratory laparotomy, removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b2, b5, b7, d8, e1 (street 1, city, region, postal code), g1, <(>&<)> h6 (patient codes, device codes, eval code method, eval code result, eval code conclusion) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, infected abdominal wall mesh, abscess, mrsa infection in blood, adhesions, purulence, mesh floating in pus fistulas, abdominal wall protuberance, sepsis and multiple scar tissues on the abdominal wall, chronic inflammation, inflamed granulation tissue, small enterotomy, foreign body reaction, <(>&<)> obstruction. Post-operative treatment included recurrent hernia repaired with sutures, release of adhesions, exploratory laparotomy, removal of mesh, adhesiolysis, partial explant of mesh, incision and drainage of abscess, placement of wound vac, jp drain, antibiotics, removal of infected mesh, hernia repair with bard allomax mesh, and hospitalization. Relevant tests/laboratory data: (B)(6) 2014: path report from excised skin and soft tissue showed foreign body reaction suggestive of reaction to surgical material present. (B)(6) 2014: path report from excised skin and soft tissue showed foreign body reaction suggestive of reaction to surgical material present (B)(6) 2016: pathology report from ventral hernia mesh specimen showed marked acute and chronic inflammation, inflamed granulation tissue and foreign material consistent with surgical mesh (B)(6) 2017: wound culture + for mrsa.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, infected abdominal wall mesh, abscess, mrsa infection in bood, adhesions, purulence, mesh floating in pus fistulas, abdominal wall protuberance, sepsis and multiple scar tissues on the abdominal wall, chronic inflammation, inflamed, and small enterotomy. Post-operative treatment included recurrent hernia repaired with sutures, release of adhesions, exploratory laparotomy, removal of mesh and adhesiolysis

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, incarcerated hernia, infected abdominal wall, abscess, mrsa infection, multiple small and large bowel adhesions, purulence, pus, foreign body reaction, and fistulas. Post-operative treatment included recurrent ventral hernia mesh that was too large to do the component separation, repair was performed with new mesh and only a part of the hernia sac could be closed primarily. Treatment also included recurrent hernia repaired with sutures, debridement, drainage of abscess, PICC line placement, release of adhesions, exploratory laparotomy, removal of two pieces of infected mesh, pus aspiration, repair of small bowel enterotomy, and pus aspiration.